Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. Reporter information is unknown.

Event description:
It was reported the patient's ipg is uncomfortable where it is located. Surgical intervention may take place in the future to address the issue by relocating the pocket.